Manufacturer narrative:
Product ID 7495-66, serial# (B)(4), implanted: 1997 (B)(6); product type extension product ID 74001, lot# n248341, implanted: 2010 (B)(6); product type adapter product ID 3888-28, lot# l47824, implanted: 1997 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was pulled out of overdischarge last week. The device was in overdischarge for about five to six months. The manufacturer's representative was unsure of who pulled the ins out. The patient did not charge the device because she had positional changes and sometimes did not like them. Her leads were cervical, and she knew she would have them prior to implant, but sometimes did not use her device because of them. There were telemetry issues. The manufacturer's representative met with the patient on the date of report and interrogated with the clinician programmer, and saw the screen that indicated a 0x8 power on reset (por) occurred. The manufacturer's representative cleared the por, and the issue was resolved at this point. The manufacturer's representative reprogrammed the patient and she was able to get more stim where she needed it, with minimal positional changes. She was going to try that and see if it was something that could work for her. The patient had a quad lead since 1997, and if the reprogramming did not help, she may look at getting a newer lead. However, currently the patient was happy.